Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The complaint was confirmed that there was a break at the top of the rosebox. The supplier's investigation report indicates that the filter is purchased from a quality supplier. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A supplier corrective action report was initiated to further investigate this issue. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that the rosebox filter in the drip chamber was leaking during use. There was patient involvement but no patient injury or medical intervention was reported.